Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): helix disengaged from helical channel, with blood noted; the analyst noted that the helix has been over-retracted, which most likely contributed to the helix issue; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, there was positioning difficulty and the helix would not extend. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel, with blood noted; the analyst noted that the helix has been over-retracted, which most likely contributed to the helix issue; full lead returned and analyzed.